Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has been exhibiting out of range pacing impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted, and no noise episodes were observed. All other electrical measurements have been normal on this system. The health care professional (hcp) stated they will continue to monitor this patient. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has been exhibiting out of range pacing impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted, and no noise episodes were observed. All other electrical measurements have been normal on this system. The health care professional (hcp) stated they will continue to monitor this patient. No adverse patient effects were reported. At this time, this device system remains in service.